Manufacturer narrative:
On 06/24/2016 a medtronic representative, following-up at the site, reported that after the surgeon attempted a 3point tracer registration on the patient, the inaccuracy was approximately 1 millimeter. Surgeon believed she was 1 millimeter off due to bone and anatomy manipulation from the surgery. On 06/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 06/30/2016 medtronic representative reported that the second tracer pattern that was attempted, all superficial facial anatomy was very accurate when touched, but the depth anatomy (sphenoid cavity, sella turcica) area was off by approximately 3 millimeters. On the navigation screen the surgeon was touching the skull base and it can be seen where the instrument tip is located. Further recommendations were made to the site regarding improvement of proper registration protocol. A subsequent procedure was successfully performed using the recommended 3point tracer registration. There were no issues with accuracy. On 07/08/2016 software investigation completed. Findings are that alleged inaccuracy was 1 millimeter, this is within stealthstation accuracy. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) transsphenoidal procedure, the surgeon alleged a 2-3mm inaccuracy. Three tracer registrations were attempted, the second and third tracer being more posterior, resulting in the same inaccuracy. Accurate on the superficial anatomy, such as the tip and bridge of the patient nose. Inaccuracy was noted when the surgeon reached the deeper anatomy, skull base bone. In trouble-shooting, it was recommended the surgeon use a 3point tracer registration. The surgeon opted to continue, with the knowledge of the alleged inaccuracy, and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.